Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Neither operative notes nor x-rays have been provided for review. Attempts have been made to obtain additional information however, no information has been received to date. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain and high ion levels.